Manufacturer narrative:
The pump was returned for evaluation. Visual inspection found the pump was in good condition. Review of the event history log found no unusual activity. The device passed functional testing and no problems were found. The manufacturing device history record review and the service history review found no evidence of an issue with the device.

Event description:
It was reported that a patient died at home in the presence of ambulance vitoria. Per reporter the death occurred while using the pump for chemotherapy with a hickman catheter into the heart. However, reporter stated that there was not yet any evidence that a device malfunction caused or contributed to the death. Per reporter the patient was seeing a medical team twice weekly and having the bag changed and had recently been viewed at "ah with no issues." Per a medical review lack of details regarding the event precluded a comprehensive medical assessment.